Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up, multiple non-sustained rv oversensing episodes were noted. Oversensing was reproducible in clinic and noise could be seen on real-time egm. Loss of capture was also noted on stored egm. Lead fracture was suspected. Lead was explanted and replaced. Patient's condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.